Event description:
Per the clinic, the patient experienced a decline in performance due to fibrotic growth around the cochlea. Subsequently, the device was explanted on (B)(6) 2025 in order for the patient to upgrade to a newer technology. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
It was also reported that, reprogramming attempts were made prior to explantation determination; however, the issue could not be resolved. Device analysis report attached.